Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose and tiredness following a first infusion set change using a steel set, with values reaching 370 mg/dl for over 5 hours. The user confirmed the ilet was resumed from pause, and troubleshooting was performed over the phone. Blood glucose began trending down during the call and later declined to 140 mg/dl with continued insulin delivery. No outside assistance or medical intervention was required. No long-term health effects were reported.